Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: not applicable, the lens was removed and replaced during the same procedure. Explant date: not applicable, the lens was removed and replaced during the same procedure. Telephone number: (B)(6). Device evaluation: product evaluation could not be performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No non-conformance/ exception report (nc/ER) was found as part of the manufacturing record review. A search of complaints related to this production order was performed. The search revealed one additional complaint for lens damage, however the reported issue could not be confirmed as related to manufacturing. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the introduction of the lens into the eye chamber, it bent in such a way that it could not be positioned correctly. It was removed and replaced. There was patient contact but no damage to the patient. Material is not available and no further information was provided.